Event description:
It was reported that when the patient presented to the hospital for a follow-up check, the device was found to be in backup vvi mode. A device restoration was performed. There were no adverse health consequences, the patient was stable.